Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he took a bolus even when he does not eat. The customer stated that he basal rates might be too low. The customer stated that he had high readings on the pump the whole time. The customer stated that he checked his blood glucose every 2 hours and boluses to bring it down.